Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Initial reporter - the customer contact information was not provided. (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during a coil embolization of an unspecified lesion, the 10 mm x 40 cm deltafill18 (dlf181040, s12548) thermo-mechanical coil was placed in the lesion but failed to detach despite the detachment button being pressed multiple times. It is not known how the procedure was completed; however, the procedure was completed successfully without further issues or delay. No patient complications occurred as a result of the event. Detachment button was pressed multiple times. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The concomitant devices used in the case were not reported. The product will be returned for investigation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the coil delivery system was prepped without any difficulty. The coil delivery system was successfully removed from the patient. A dcb2 detachment control box was used for the case. It is not known if the same dcb and connecting cable were used to detach subsequent coils. The user did not apply excessive force at any time during the case. The surgery was not delayed due to the event. The coil was replaced to complete the procedure. No further information was provided. Initial reporter phone: (B)(6). Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an unspecified lesion, the 10mm x 40cm deltafill18 (dlf181040, s12548) thermo-mechanical coil was placed in the lesion but failed to detach despite the detachment button being pressed multiple times. The coil delivery system was successfully removed from the patient. The coil was replaced and the procedure was completed successfully without further issues or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. The coil delivery system was prepped without any difficulty. No unintended detachment was observed in the vessel or in the microcatheter. A dcb2 detachment control box was used for the case. It is not known if the same dcb and connecting cable were used to detach subsequent coils. The user did not apply excessive force at any time during the case. No further information was provided. The device was returned for evaluation. The device positioning unit (dpu) had been fully withdrawn from the introducer without resheathing. The resheathing tool had been advanced all the way to the green introducer. The embolic coil passed through the resheathing tool and green introducer. The proximal end of the embolic coil was exposed on the proximal side of the resheathing tool. The distal end of the embolic coil was advanced out of the distal end of the green introducer. There were no apparent kinks or bends in the dpu core wire. The ball tip was intact. The section of embolic coil that was distal to the resheathing tool was not kinked or stretched. The embolic coil passed into the resheathing tool. There was a section of embolic coil that was inside of the resheathing tool and could not be visualized. The segment of embolic coil visible in the v-notch of the resheathing tool was not kinked or stretched. There was some blood visible in the translucent introducer sheath. The segment of embolic coil that was proximal to the resheathing tool was not kinked or stretched. The articulating joint was compressed longitudinally. The detachment fiber had not melted. The resistance heating (rh) coil had not heated. An attempt was made to withdraw the embolic coil the rest of the way through the resheathing tool in order to visualize the section obscured by the resheathing tool. The embolic coil could not be withdrawn from the resheathing tool and green introducer without damage. Resistance of the device was measured with multimeter 70042-04d. Resistance was overloaded, which is outside of the specification range. The device was connected to lab detachment control box dcb2000500 (dcb2) c40655 with lab enpower control cable c10702 and the power was turned on. The system ready light did not illuminate. Since the system ready light does not illuminate, a detachment cycle will not initiate. Thus, detachment cannot be tested. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint of failure to detach was confirmed. Since the resistance of the device was out of specification, the system ready light did not illuminate when the device was connected to the dcb2. Without the system ready light, the detach cycle will not initiate. 100% of devices are tested for resistance after they are loaded into the packaging hoop. Thus, it is very unlikely that the damage resulting in the resistance failure was present when the device left the manufacturing facility. The circumstances surrounding the reported event are unknown. However, the IFU instructs the user to perform a pre-deployment electrical check, which verifies system functionality prior to use. The evidence that the user reportedly pressed the detach button multiple times with no effect suggests that the user may not have observed that the system ready light was not illuminated, and may not have observed that the detachment cycle was not initiating when the button was pressed (the detachment cycle is accompanied by the illumination of the detach light and an audible signal). Packaging and shipping materials were not returned. Without the return of these materials, the cause of the damage to electrical connections cannot be determined. The evidence that the returned device was not sheathed and the embolic coil had passed through the resheathing tool suggests that the device was withdrawn by pulling the dpu back until the embolic coil had passed through the resheathing tool without attempting to resheathe the device. Observed damage to the articulating joint appears to be related to withdrawal of the embolic coil through the resheathing tool. Neither the device history record review nor the product analysis suggest that the reported failure could be related to the manufacturing process of the unit. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure may have contributed to the failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.